Event description:
It was reported that the patient presented in clinic for pacemaker implant procedure. During the procedure, it was found that the set screw on the right ventricular (rv) port in the header failed to fit the torque wrench and could not be loosened and removed from the pacemaker. The procedure was completed with an alternate pacemaker on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.